Event description:
It was reported to philips that the unit failed to deliver shock when used on a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.